Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was 100% stenosed, with calcification in the averagely tortuous mid right coronary artery (rca). The physician attempted to implant taxus express 2 2.50x24mm drug eluting stent with direct stenting. The stent delivery system (sds) was unable to cross the lesion. The procedure was not completed. Patient status is good. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows 1 to 3 from the proximal edge were misaligned. This type of damage is consistent with the delivery system encountering some form of restriction. The hypotube had broken approximately 23.1 cm distal from the catheters strain relief and there were kinks along the entire length of the hypotube. There were also kinks on the corewire located in the midshaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and of procedural factors encountered during the procedure which contributed to the reported event.